Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition, patient had heavily calcified aortic arch which caused the difficulty of inserting the pump. D4-updated model number

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella cp failed delivery despite multiple attempts and troubleshooting measures. The native anatomy of a heavily calcified aortic arch precluded placement. The team performed percutaneous coronary intervention without the support. No harm or injury was reported.